Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s mld measured 4.5mm with no calcification and mild tortuosity reported. In this case, in addition to procedural factors (manipulation of the devices, vascular repair), patient factors (less than adequate vessel mld) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), post valve deployment, a dissection in the iliac artery was observed on angiography. Multiple stents were placed to repair the injury. Prior to the tavr procedure, a narrowed area (4.5mm x 5.5mm) of the right common iliac artery (cia) was noted. A percutaneous transluminal angioplasty (pta) was performed with an 8mm balloon. Following pta, the vessel was dilated enough to insert a 22fr dilator. A 16fr esheath was then inserted. Significant resistance was encountered while advancing the novaflex+ (nf+) delivery system and 20mm sapien xt valve through the sheath. The sapien xt valve was positioned and deployed without incident. Post valve deployment, digital subtraction angiography (dsa) showed a dissection in the post pta area and proximal external iliac artery (eia). A stent was placed to repair the dissection; however, the stent length was not enough to cover the entire dissected site, so a second stent was placed. Angiography then showed bleeding from between the two stents. Another 8mm x 10cm stent was placed, but it could not cover the proximal eia. A fourth stent was placed. Angiography then showed bleeding from the overlapping portions of two stents. The dissected area was eventually repaired with a stent graft placement. The esheath remained in place during the repair of the dissection. Upon removal of the esheath, a vessel tear was noted in the access site. The vessel tear was surgically repaired with a vascular graft replacement. The access vessel minimum luminal diameter (mld) measured 4.5mm with no calcification and mild tortuosity. It was perceived that the access vessel mld contributed to the resistance encountered during insertion of the delivery system and the iliac artery dissection. The insertion and withdrawal of several devices through the esheath during the dissection repair may have applied a ¿load¿ to the access site, resulting in the vascular tear.